Event description:
It was reported that upon removal approximately five years post port device implant, the port catheter was allegedly found broken near the insertion site. It was further reported that the distal segment migrated to the superior vein cava. Reportedly, the migrated segment was removed by interventional radiology. The patient reported no injury post removal procedure.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI powerport isp, one cath-lock, and two 8fr groshong catheter fragments were returned for evaluation. Visual, tensile, functional, and microscopic evaluations were performed. The break surface was noted to be smooth on the crack and granular throughout the rest of the break surface. Necking was also observed distal to the cathlock. The break surface features are typically observed on catheters that have been through flexural fatigue damage. Therefore, the investigation is confirmed for flexural fatigue damage. Three electronic photos were also reviewed. The photos show the overall device with emphasis on the break and the smooth surface of the break can be seen in one of the pictures. Blood and residue can also be observed throughout the pictures. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that upon removal approximately five years post port device implant, the port catheter was allegedly found broken near the insertion site. It was further reported that the distal segment migrated to the superior vein cava. Reportedly, the migrated segment was removed by interventional radiology. The patient reported no injury post removal procedure.